Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 11/24/2017 in the initial report. The date returned to manufacturer was corrected to 11/27/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the trigger/slider was blocked, jammed and was moving heavy. It was observed that the motor had low power and the lower trigger was stuck. It was further determined that the device failed pretest for check the power with test bench: minute 110 to 160 watt and check triggers for forward/reverse mode. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the trigger was stuck on the compact air drive device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.